Manufacturer narrative:
Device available for evaluation: yes, device returned to manufacturer on 3/6/2019. Device returned to manufacturer: yes. Device evaluation: visual inspection at microscope magnification was performed. The plunger was observed in a fully advanced position and locked. The cartridge was correctly engaged to the device. No assembly error and/or defect related to manufacturing process was observed. The pushrod was exposed out of the cartridge tip. Lubricant material residue was not observed in the device. No lens was received. The reported foreign material was received inside a small plastic tube. The reported issue was confirmed. Analysis indicates that the bulk of the foreign debris is consistent with a cellulosic material (e.g. Cotton, rayon, lint). However, due to the condition in which the sample was returned, a product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If explanted; give date: n/a (not applicable). To date, there is no indication the lens was removed, therefore it the lens remains implanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after inserting a pcb00 a foreign object was observed in the folded lens. The object looks like a suture or a piece of hair. The surgeon removed the foreign object from the eye. No additional information provided.